Event description:
It was reported that when the device was used during a vats biopsy procedure, the jaws of the device would not open after firing. The handle would release smoothly by pushing release button. The devices were removed by cutting tissue on both side of the jaw.